Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had reservoirs that were falling apart. The customer stated that she tried to pull the syringe to get insulin into the reservoir, but was unable to, and the reservoirs fell apart. Blood glucose level at the time of the incident was 67 mg/dl, which was treated with food. The customer declined troubleshooting and stated that she may have been forgetting to first fill the reservoir with air. Customer also reported that a low blood glucose level had caused her to fall out of bed and that she had previously been hospitalized due to a concussion. The reservoir was not replaced or returned for analysis.